Event description:
It was reported that stent damage occurred. A 4.50 x 24 synergy drug-eluting stent and a 6f guidezilla ii guide extension catheter were selected for use. During procedure, it was noted that the stent clung to the junction zone of the guidezilla and the stent struts came out. The procedure time was lengthened but no clinical consequence were observed.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product. Device evaluated by MFR: synergy ous mr 4.50 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination identified damage to the distal end of the stent as the struts in the first two proximal stent strut rows were lifted and pulled in a distal direction. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent damage occurred. A 4.50 x 24 synergy drug-eluting stent and a 6f guidezilla ii guide extension catheter were selected for use. During procedure, it was noted that the stent clung to the junction zone of the guidezilla and the stent struts came out. The procedure time was lengthened but no clinical consequence were observed.